Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial and there was clear surgical residue on the product. Visual inspection found the lens bent, clear residue on the lens and a piece of haptic missing. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for shorter lens due to excessive vault. The problem was resolved. The patient's post-op best corrected visual accuity is 20/40 on (B)(6) 2017.